Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A review of the save to disk revealed that a bit flip occurred. Manual guided restore appears to have cleared the issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during routine follow-up, that when doing threshold testing the device automatic testing menu would not function. Testing was not successful in the atrium or ventricular leads. The device locked up on every attempt of threshold testing until the programming head was lifted and re-applied. The device check was completed using the temporary screen and the file required to perform a manual guided reset for the device was provided. The device remains in use. No patient complications have been reported as a result of this event.